Event description:
It was reported that resistance was felt when filling multiple cartridges during the load sequence. Reportedly, the cartridge and syringe needle were changed to address the issue. Customer's blood glucose ranged from 187-188 mg/dl.

Manufacturer narrative:
Device not returned.